Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was recorded as high ventricular rate episodes. The patient would be scheduled for a clinic visit to investigate the cause of the electromagnetic interference source of noise. The patient was in stable condition.